Manufacturer narrative:
The device was returned for analysis. The foot guard was in overall good physical condition. Strain relief at foot pedal was in good physical shape. No damage to the cord's insulation jacket. Pedal presses down evenly with normal clicking sound. Connector to maestro was in good physical shape. Ins straight and grounding shield intact. Using an ohm meter, the foot switch was placed on the floor and activated. The switch turned on off with no issues. The cord was pulled and flexed along the length and near the connector and pedal's strain reliefs. No issues observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the device failed to halt radiofrequency (rf) delivery. During an ablation procedure with a maestro 4000 controller, ablation did not stop after the physician released the foot pedal. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the device failed to halt radiofrequency (rf) delivery. During an ablation procedure with a maestro 4000 controller, ablation did not stop after the physician released the foot pedal. No patient complications were reported.